Event description:
Medtronic received information that no delivery/occlusion alarm during priming, prime/fill anomaly occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, the customer alleged prime/fill anomaly and no delivery/occlusion alarms during priming. Device passed the self-test, however failed the rewind test due to pump error 37 alarm, thus could not perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed no delivery alarm on sep 25, 2021 at 13:11, 13:12, 13:13, 13:14, 13:15, 22:51, and 22:53 during boluses and sep 26, 2021 at 06:00 and 08:52 during basal in the pump downloaded history. Confirmed pump error 37 alarm on 09/25/2021 at 13:15:43.000 in the device downloaded history. The electronic assemblies and motor assemblies were inspected, and moisture damage (dried insulin) was noted on the motor slide. Force sensor zero offset within specification (23.7 mv). Motor was taken to the test bench where it rewound with no errors or alarms noted. The following were noted during visual inspection: pillowing keypad overlay and cracked case above arrow and battery icon. Customer alleged for no delivery/occlusion during bolus and basal was confirmed on the dates of 09/25/2021 and 09/26/2021. Customer alleged for prime/fill anomaly was not confirmed, however rewind anomaly was confirmed due to pump error 37 alarm. Moisture damage confirmed due to dried insulin on the motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.